Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. Analysis of the device memory indicated the battery measurement was not available. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited two partial power on resets (por). The ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that four partial por in total were observed.